Event description:
A customer contacted baxter to report a hair that was noted inside of the sterile (unopened) packaging of a transfer set. The particulate matter (hair) was noticed before use. There was no patient involved.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Photos are available for evaluation. Should additional information become available, a follow up MDR will be sent.